Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found that the lid's hinge to the innowave unity broke resulting in the reported event. While onsite the technician replaced the lid hinge, tested the unit, found it to be operating according to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that smoke was emitting from their innowave pcf sonic irrigator. No report of injury.